Event description:
The pt called lfs alleging that their one touch ultra meter was reading inaccurately high. The pt obtained a 274 mg/dl on the reported meter and a 160 mg/dl on another meter. Results were within 21 to 30 minutes apart. Between the test there was an intervention that would be expected to change the blood glucose. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep walked pt through two consecutive control solution tests and both results fell outside the specified range. Issue was not resolved through troubleshooting. Pt's meter, test strips, and control solution were replaced.